Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had triggered alerts for charge circuit timeout, and charge circuit inactive. It was noted that the patient has two ICD's implanted, and the device triggering the alerts had been "inactivated" approximately four years ago, but remained implanted in the patient. The ICD currently remains implanted. No patient complications have been reported as a result of this event.